Event description:
It was reported that the patient stated that ¿the better the devices got the more active she got and her battery caught up with the unit and she ended up burning the unit out.¿ the patient stated that she ¿burned her devices up¿ because she ran them ¿24/7.¿ the patient stated that this battery only lasted five years even though she was told it was a ¿lifetime battery.¿ the patient noted that her previous batteries lasted four months to one year before replacement. The device was replaced.

Event description:
Additional information received reported that the patient had an appointment with the doctor or manufacturing representative on (B)(6) 2013 and her concerns were resolved. It was noted that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3550-09, lot# l92936, implanted: (B)(6) 2001, explanted: (B)(6) 2010. Product type: accessory: product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2010. Product type: extension: product ID 3586, serial# (B)(4), implanted: (B)(6) 1990. Explanted: (B)(6) 2010. Product type: lead. (B)(4).